Manufacturer narrative:
Concomitant medical products: the main device component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ins) for fecal incontinence/ gastrointestinal and pelvic floor it was reported that stimulation caused patient toe to raise up and a surgical intervention was done and the lead were reposition. No further complications were noted or anticipated.